Manufacturer narrative:
The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Investigation of the returned device found a tear in the external portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of the returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose to 354 mg/dl while wearing the pod on the back between 4 and 24 hours. It was initially reported that the pod was not delivering insulin.